Event description:
The customer reported that during an ablation procedure, the patient was burned on the surface of the skin at the right rib where the needle had been inserted. The degree of the burn was reported as iii. A guiding needle had been used. The patient's hospital stay was prolonged due to this issue. Gentamicin ointment was applied to the burn for treatment. The patient's current condition is fine.

Manufacturer narrative:
(B)(4). Evaluation of the incident device found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.